Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The investigation results will be provided in the final report.

Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2020 during which the ipg was not put into surgery mode. In turn, the ipg was unable to communicate with external device and patient lost therapy. The issue later resolved and therapy was re-established.